Manufacturer narrative:
Explant date: explanted date: device was not explanted. Initial reporter's establishment name- (B)(6). Per literature review: the article did not cite patient-specific demographics for the individual patients who experienced access site complications. Generalized patient demographics provided in the article. Demographics and risk factors of the 137 patients undergoing percutaneous interventions with arterial access from the groin using the 8-f angio-seal vip for arterial closure include: males = 44, female = 32, mean age = 70.1 years (± 11.7 years), diabetes = 30 patients, hypertension = 63 patients, dyslipidemia = 57 patients, mean body mass index (bmi) = 27.8 (± 4.4), carotid intervention = 46 patients, abdominal aortic aneurysm (aaa) = 7 patients , visceral intervention = 4 patients, peripheral intervention = 19 patients. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production part number and lot number was not provided, which prevented a meaningful review of the device history record.

Event description:
Per literature review: the article entitled, single-center experience comparing the application of small-caliber versus large-caliber arterial access closure in a consecutive series of patients, j vasc radiol 2015; 26:1285-1289, published in jvir, volume 26, number 9, september 2015. One (1) 7f sheath, type 2 complication, reported as a pseudo aneurysm treated by secondary endovascular intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.